Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient, in cardiogenic shock from an acute myocardial infarction, implanted with an impella cp device for mechanical circulatory support developed limb ischemia and would eventually expire. The patient was transported to the hospital via ambulance and coded during transport. Cardiopulmonary resuscitation was performed with return of spontaneous circulation and the patient was intubated. The initial angiogram showed small diameter of right femoral artery and there was uncertainty if the impella sheath would fit. Due to patient's decline in status the decision was made to quickly place an impella cp device. Percutaneous coronary intervention (pci) was performed to the left circumflex artery. There was another lesion in the left anterior descending artery left untreated as the physician was unable to pass guidewire due to severe calcification. The plan was to cool the patient and bring the patient back for treatment at a later date. At end of case the peel-away sheath was exchanged for the repositioning sheath. The team was unable to doppler any pulses in right foot. Lower leg was cold, and bottom of right foot was mottled. Decision was made to place an external fem-fem bypass. A 6f antegrade access in right superficial femoral artery below impella sheath and 6f retrograde access in left femoral artery. Sheaths were connected and flow was noted. The patient was transferred to the unit for monitoring, on support, but would expire two days later.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.